Event description:
It was reported to intuitive surgical that during the davinci s hysterectomy procedure, the surgical staff reported 'red tint in one eye' on the surgeon side console. The account informed isi technical support engineering they had a bad camera cable and could not locate their backup camera cable. At this time, the surgeon made the decision to convert the planned surgical procedure to a traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the vision issue experienced by the customer was associated with the camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the defective camera cable. The camera cable was returned to intuitive surgical for evaluation. Engineering was able to replicate the reported failure mode and observed that the conductors were damage. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques.